Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the buttons did not respond anymore. The customer¿s blood glucose level was 125 mg/dl at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device responded to button presses. No unresponsive button noted during testing. During visual inspection, found the j1 keypad connector on electrical board was properly locked. No damage to the keypad assembly noted. Device passed displacement test. Pump error 63 alarmed during self test and pump trace download confirmed pump error 63 due to broken trace at u1 pin 1 or vdd on keypad assembly. Unable to verify audio or absence of alarm during self test due to pump error 63.